Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13595. It was reported that a patient presented on (B)(6) 2021 with increased capture thresholds on their right atrial and right ventricular leads. An x-ray performed on (B)(6)2021 revealed that both leads had become dislodged and pulled back. Both leads were explanted and replaced on (B)(6) 2021. The patient's condition was stable throughout.